Event description:
It was reported that no capture at max output was observed. The physician elected to leave the lead in and will monitor the patient.

Manufacturer narrative:
No medwatch form was received.